Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was able to be inflated at 10 mm but when the balloon was attempted to be inflated to 11 mm the balloon burst on the shoulder proximal to the endoscope before getting to the 5 atm of pressure. The customer stated that no pieces of the balloon detached inside the patient. The procedure was able to be completed with the original device. There were no patient complications reported as a result of this event.